Event description:
It was reported that, "patient fell and presented with a peri prosthetic fracture. Components removed and replaced with a revision tkr."

Manufacturer narrative:
The device has not been returned. At this time, it cannot be determined that the devices may have caused or contributed to the need for the pt's revision.